Event description:
It was reported that the user experienced an insulin flow issue attributed to a defective infusion set tubing on a contact detach set, which resulted in an occlusion that resolved after the supply was changed and after troubleshooting and education were completed. No reported adverse clinical effects. Outcomes included no need for medical intervention, no hospitalization, and no emergency treatment. Investigation of this case revealed an infusion set/tubing malfunction consistent with an occlusion that was corrected by replacing the affected component, with no evidence of a pump alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing defect leading to temporary occlusion, user-corrected by supply change.